Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump unexpected restart. A cold reset was performed. Customer's blood glucose value was 130 mg/dl at the time of the incident. Troubleshooting was performed. The customer stated that the alarm happened after replace a battery. Customer stated that this was the two times that the customer received an error in a row after changing the battery. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed self-test, unexpected restart error test and displacement test. No unexpected the clock monitor test detected alarm, unexpected restart alarm or reset time/date anomaly after change battery noted during testing.